Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
Patient underwent a hip revision procedure approximately eight years post-implantation due to adverse reaction to metal debris (armd). During the procedure, the femoral head, taper adapter and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: us157856 m2a-magnum pf cup 56odx50id 950260. 139252 m2a-magnum 42-50mm tpr insrt-6 1478558. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the head found surface scratches indicative of standard metal on metal wear. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.